Manufacturer narrative:
This report is submitted on august 11, 2020.

Event description:
Per the clinic, the patient was hospitalised in (B)(6) 2019 (specific date not reported) for vertigo. The symptoms resolved, and the patient resumed use of the device. No additional episodes were reported.